Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues, it was reported a leak in the left cylinder seemed to be a needle stick possibly. A pinpoint leak in the middle of the cylinder was identified. Both cylinders and pump were explanted and replaced. There were no patient complications reported.